Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02810. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to urethral hypermobility, stress urinary incontinence, cystocele, rectocele, and vaginal vault prolapse. The patient experienced pain, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent partial mesh removal in (B)(6) 2010. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that patient underwent vaginal lysis of adhesion and removal of vaginal mesh on (B)(6) 2010 due to pelvic pain, prior sling placement due to urinary incontinence. It was reported that the patient had pyelonephritis in (B)(6) 2010.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2007 and an obturator sling was implanted. It was not indicated which date the device was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.